Manufacturer narrative:
The reported complaint was confirmed. There will be no parts returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the cardioplegia (cpg) was not cooling due to low flow in the cpg line. Valve 4 and 6 had a stiff valve membrane. Valve 4 and 6 were replaced to correct the problem and valve 5 was replaced as a precaution.

Event description:
It was reported that during use of the device for a non-clinical activity, the heater cooler was not getting cold. There was no patient involvement.